Event description:
It was reported that the image on the 9800 system broke up and was flashing on the monitor during the case. Replaced with another system to complete the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.